Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose level due to blood glucose monitoring device and infusion device not communicating. Patient stated she continued to bolus from the blood glucose monitor and from the infusion device. Patient reported she overcorrected and caused her blood glucose level to become so low that she passed out while driving. Patient stated she tested on her blood glucose monitoring device one hour prior to the accident and received a reading above 200 mg/dl. Patient reported the paramedics tested her on their blood glucose monitor after the accident and the reading was in the 20's mg/dl. Patient stated the paramedics treated her with an injection of glucose; was not capable of self-treatment. Patient reported she was taken to the hospital but received no further treatment for the blood glucose issue. Patient stated her blood glucose level is normal when the blood glucose monitoring device and infusion device are communicating properly; exact normal blood glucose range was not provided. Assisted patient with verifying blood glucose monitoring device and infusion device are communicating now. Review common causes of communication issues. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification. Result pump: the product was not requested for further investigation. The production data comply with the specification. Production reports were reviewed. Meter: no product is expected to be returned related to this case. Unable to make further statements because product is not available for additional investigation the customer's allegation of bluetooth communication problems could not be tested for as no product is expected to be returned related to this case. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation. No corrective or preventive actions will be initiated as the product was not requested. Device was not returned.